Manufacturer narrative:
Vyaire reference number: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and reattach tube on transducer which solved the issue. The fsr performed operation verification procedure and the vent passed all test and met manufacturer's specification.

Event description:
The customer reported that their vela ventilator had low volumes and alarmed oxygen calibration while on a patient. The customer reported that there was no harm to the patient.